Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals, high out of range pacing impedance, and high capture thresholds after the device's implant. There were suspicions that the lead dislodged. The lead was repositioned, and all measurements were as to be expected. However, when the lead was reinserted into this pacemaker, there were noisy signals. The physician decided into replace the device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals, high out of range pacing impedance, and high capture thresholds after the device's implant. There were suspicions that the lead dislodged. The lead was repositioned, and all measurements were as to be expected. However, when the lead was reinserted into this pacemaker, there were noisy signals. The physician decided into replace the device. No additional adverse patient effects were reported.